Event description:
New information received indicated that the lead was explanted. Patient expired, unrelated to device system.

Event description:
It was reported that during patient follow up, externalized conductors were observed via x-ray. No electrical anomalies were noted. Lead remains implanted.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.